Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an umbilical hernia repair with mesh. He had revision surgery 4 years and 1 month post surgery. The patient experienced surgical revision, and chronic pain.